Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An internal visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. A rx manual test was performed and passed. Functional testing were performed and passed all relevant tests. An overnight charging and discharge test was performed and passed. An internal visual inspection was performed and passed. The log was downloaded for review finding no error related to the complaint. The allegation was not confirmed. The probable cause was not determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.